Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6a, g.1 , g.2 , h.6.

Event description:
Patient representative reported that patient "alleged to have suffered personal injuries and related damages due to implantation of one or more allergan biocell textured breast implant medical devices. Patient has not been diagnosed with bia-alcl."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified deformation, crease fold, wear abrasion and brown particles on the shell. Weight measurement identified the weight of the device within specification. After autoclave cycle were observed cloudy color in the gel and voids. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left exchange "recall/capsular contracture", baker grade unspecified. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left exchange "recall/capsular contracture", baker grade unspecified.. Device has been explanted.